Event description:
It was reported that the patient states he had an inflatable penile prosthesis (ipp) implanted last november. One of his cylinders fell from his penis into his scrotum. Patient is meeting with physicians assistant in march, but he wants to know what can be done about his concern. Patient is upset.

Event description:
It was reported that the patient states he had an inflatable penile prosthesis (ipp) implanted last november. One of his cylinders fell from his penis into his scrotum. Patient underwent a revision procedure of his device, in which all of his ipp components were explanted and a new tactra was implanted.